Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute onyx rx coronary drug eluting stents were intended to be used in an index procedure to treat a lesion in the mid left anterior descending (lad) artery. It was indicated that two stents were attempted to be used. It was reported that the resolute onyx (27.5 x 26 mm) stent was unable to be deployed and was removed intact. The resolute onyx (2.75 x 34 mm) stent was deployed at 9atm for 15 seconds. The procedure was completed using another resolute onyx stent of a bigger size (rony x 5.0 x 15u x). The patient is alive with no injury.

Manufacturer narrative:
The site indicated that the stent size was not appropriate for the lesion and therefore was removed intact. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the stent would not inflate. If information is provided in the future, a supplemental report will be issued.